Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported two months following photorefractive keratectomy (prk) treatment a patient presented with a "corneal abrasion vs. Erosion". The patient reported burning, blurring and foreign body sensation. The patient was prescribed sodium chloride hypertonicity drops and artificial tears. In a follow up with the center director, he indicated the patient was seen on (B)(6) 2014 and the event had improved. The patient reported no longer had foreign body sensation and other symptoms had improved. The sodium chloride hypertonicity drops were discontinued.